Event description:
It was reported that the fusion oxygenator temperature probe port was broken off the oxygen outlet prior to use. The temperature probe port was described as completely broken. There was no damage to the packaging, and no other devices in the same shipping container were affected. The device's performance was not affected, and use of the device was continued to complete the case. No patient complications have been reported as a result of this event medtronic received additional information that the device was used as the break only affected the external temperature probe component and there was no damage that resulted in a leak. Medtronic received additional information that the port was not modified for the procedure. The arterial temperature monitoring site was the impacted port.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.